Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that intermittent cartridge alarm occurred during insulin delivery. Customers blood glucose was 250 mg/dl. Ultimately the customer reverted to an alternate method of insulin delivery.